Event description:
The patient service representative (psr) assisting a (B)(6) old male patient contacted zoll lifecor customer support service to report the patient's monitor is constantly resetting. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (monitor is constantly resetting) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.